Event description:
It was reported that during a procedure, the controller does not detect the wand. The surgeon canceled the procedure.

Manufacturer narrative:
The device was returned for evaluation and intended for treatment. Visual inspection of the returned controller found only minor scratches on panel. Internal inspection found that the 27 pin internal cable was detached from its designated position. Functional evaluation revealed that the 27 pin connector port was not functioning due to the detached 27 pin internal cable. After reattaching the cable, the controller functioned as intended. The complaint was verified and the root cause was determined to be an electrical component failure associated with the detached cable. Potential factors that could have contributed to the reported event includes: vibrations during transportation or handling could have caused the component to become detached from its intended position. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.